Event description:
The complainant reported a 75-year-old female patient presenting for impella support. During support, the patient experienced an access site bleed for which more than two units of blood were transfused. The bleeding eventually subsided without further intervention and support continued with the implanted impella.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.